Event description:
It was reported that shaft separation occurred. During introduction, the physician attempted to insert the opticross¿ imaging catheter. However, it was noted that the shaft of the opticross¿ was separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that no detached components were observed on the device during visual analysis. The telescope assembly was not able to properly pull back, advance, and retract. Since the telescope cannot advance the transducer distal housing (tdh) to the most distal position, the distance from the distal end of the transducer housing to the tip of the catheter was not measured. During image characterization testing, no image appeared in the system due to electrical open at proximal. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that shaft separation occurred. During introduction, the physician attempted to insert the opticross¿ imaging catheter. However, it was noted that the shaft of the opticross¿ was separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.